Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitor (sam) episode that resulted in a lead safety switch. It was noted that the patient underwent a surgical procedure on that day. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.